Manufacturer narrative:
The lot/serial number and manufacturing location are unknown. Device manufacture date: the device manufacture date is unavailable. The establishment name was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total hip surgical procedure it was observed that the battery oscillator device had a leaking oily residue. There was less than thirty minute delay in the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.